Manufacturer narrative:
H10: one (1) actual device was received for evaluation. Visual inspection was performed using the naked eye which observed that the tubing was separated from the check valve in the white part. The insertion of the tubing into the check valve is not according to specification. Additionally, lack of solvent was observed on the sample. Dimensional testing was performed on the tubing and no issues noted. The reported condition was verified. The cause of the condition was due to improper solvent application during assembly. The remaining two (2) samples were not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of 3 units of clearlink system continu-flo solution sets came off (separated) from the check valve and caused leaks of 0.9% sodium chloride (nacl) on to the floor. These events occurred while the devices were being gravity hung for patient infusions. There was no patient injury or medical intervention associated with this event. No additional information is available.